Event description:
Further follow-up revealed that the pt is doing well since vns therapy system replacement. Product analysis summary: the lead assembly was returned for analysis in three pieces. The lead was returned without the electrodes. Visual examination of the lead body quadfilar coil ends on the electrodes bifurcation side identified breaks on both ends. Visual examination of the electrode bifurcation quadfilar coil ends on the lead side identified breaks on both ends. Scanning electron microscopy performed at the ends of the quadfilar coils identified fatigue fractures on the ends of the four quadfilar coils. Continuity checks were performed on the connector pin portion, lead body portion and electrode bifurcation portion. Continuity check did not identify any discontinuities on the portions of the lead returned. The remaining conditions of the lead portions returned are consistent with conditions that typically exist following the explant procedure. The concomitant device (pulse generator) was also returned and analyzed. The pulse generator met electrial test specifications. There were no visual anomalies identifier or observed. The pulse generator did not show any condition that would have contributed to the high lead impedance condition.

Event description:
Further follow-up revealed that x-rays revealed a lead break at the level of the c5-6 disc space. The patient later underwent vns therapy replacement due to lead break. Both the pulse generator and bipolar lead were replaced. It was reported that the generator was replaced prophylactically.

Event description:
Device diagnostic testing resulted in high lead impedance reading (exact results unknown), indicating possible device malfunction. Review of manufacturing records for the pulse generator revealed no anomalies that would adversely affect device performance. Review of x-rays did not reveal any obvious discontinuities in the vns therapy system. Treating neurologist became aware that the pt's caregiver was swiping the device with the magnet frequently (over 200 times). The neurologist subsequently took the magnet away from the caregiver. Treating neurologist reportedly believes that the generator battery was possibly drained as a result of the numerous magnet activations and that this could be causing the high lead impedance test results. Based on known device settings, the remaining generator battery life was estimated to be 2.46 years. No adverse event was reported in conjunction with the high lead impedance condition.